Manufacturer narrative:
Corrected field: h8 - usage of device. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish. The ess confirmed that all reprocessing steps performed by the facility staff were aligned with the instructions for use (IFU). The foreign material could not be analyzed as the substance was not available for sampling. The subject device will not be sent back to olympus for further evaluation and repair.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videscope had oily residue found on the scope. The issue was found during reprocessing. There were no reports of patient involvement.